Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and found that the hand control was damaged and the override switches were stuck in position resulting in the reported event. The technician replaced the hand control and override switches. The table was tested, confirmed to be operating according to specifications, and returned to service. The table was manufactured in 2005 making it approximately 19 years old. The table is not under a steris service agreement for maintenance. The facility is responsible for all maintenance activities. No additional issues have been reported.

Manufacturer narrative:
An investigation is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported that their remote control to their 3085 surgical table stopped working. No report of injury.